Event description:
Information was received that a revision procedure was performed as the nail was not lengthening. The nail has been explanted.

Manufacturer narrative:
Visual inspection showed no visible damage, and the nail was fully retracted. The x-ray images taken of internal components revealed a damaged spring stop, 8.5mm (lot 220427-01). Post manufacturing x-ray images within the released work order were also verified, and there were no signs of spring stop failure. The nail was functionally tested, and was unable to distract and retract with the external remote controller (erc) and high-speed magnet. The force test and stroke test showed no signs of distraction (it appears the nail is likely totally jammed.) As part of the investigation, the device history records (DHR) were reviewed and indicated the length of the nail was 147.38 mm at the time of manufacture. The difference between the measurement of the nail at time of manufacture and return was 0.36 mm. The shorter length measured/noted at the time of complaint investigation would indicate that the nail had been retracted. The nail was determined to be possibly jammed due to repeated retraction force from possible improper use of the erc/fast distractor. The erc/fast distractor unit may have been held in the incorrect orientation during the inspection / at the treatment sessions, causing the device to be retracted rather than the required distraction prescription. A review of the DHR documents indicated the nail was manufactured by the specified requirements at that time and met all the required quality inspections before shipment.